Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was under delivering insulin and the blood glucose was 220 mg/dl. Customer treated high blood glucose with syringe and then blood glucose went down to 350 mg/dl. The insulin pump will not be returned for analysis.